Manufacturer narrative:
The complaint was not confirmed. After further evaluation of the returned device, the complaint about a burn and electrical shock could not be replicated. The device performed as it is supposed to do.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during the surgery the light guide cable became very hot. The nurse touched the head of the cable and suffered a burn. The other nurse wanted to remove the cable from the holder and received an electrical shock. The nurse did not have to be treated after the electric shock. The nurse with the burn did wear gloves so she has no burns on her skin. The incidents happened while the patient was still under anesthesia. However, the incident did not affect the surgery. The surgery was completed successfully. The light guide cable is a storz device, part number 495nd. Light guide cable was not distributed to customer via arthrex. Camera head ar-3210-0029 with sn (B)(4) was attached to ccu during incident. All devices (ccu, light guide cable, adapter and camera head) have been requested back for evaluation. Camera head, ccu and light guide cable to be returned. Two incidents happened during surgery. Hence, two individual complaints have been created to reflect these circumstances. (B)(4), which this report is being filed for, is to cover burn of first nurse. (B)(4) is to cover electrical shock of second nurse.